Event description:
During surgical procedure for repair of a fractured femur shaft, an exchange tube was placed in the medullar canal and the metal ring came off when pulling out. The foreign body was seen in the soft tissue via x-ray. Could not be retrieved. There was no injury to the pt. Device was used during rodding of rt femur. Ring broke or came off the exchange tube.